Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that PICC was placed on an extremely large patient back on (B)(6). It was discontinued and around the 8cm mark the PICC was fractured. I suspect the line was kinked in the arm due to patient's habitus. It is possible that a clinician attempted to restore patency with an inappropriately sized syringe if/when resistance was met. The line was removed prior to completion of therapy and a short pivc was placed to facilitate the last dose of abx. No other information was provided.